Event description:
Procedure: "bpd". Reportedly, after firing, the instrument locked on the portion of the stomach that was to be resected. Instrument had to be cut off to be removed. Peri-strips were used. Instrument will be returned with tissue in it. This was already an open procedure.